Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that, since six days prior to the report, the patient had on walking been getting occasional overstimulation that caused his legs to freeze and made him incapable of walking or moving. The patient was seen on the day of the report and small programming changes were made but the issue remained. He had reprogramming six days prior to the report and the following day he had these symptoms. It was unknown if this was linked to his overstimulation. Otherwise, the patient had been getting good stimulation and pain relief. It was later reported that the programming and troubleshooting had not helped to resolve this issue. During the latest reprogramming session the adaptive stimulation was disabled. The patient was able to alter stimulation amplitude but not any other parameter using the patient programmer. The patient was getting good stimulation coverage and pain relief, but was having to turn stimulation off to use bladder or bowel. On occasion, this was taking some time for him to be able to go to the toilet. It was further reported that the patient did not have a fall or accident.